Event description:
The novasure hand piece did not open properly. The hand piece was changed without further problems. This incident did not reach the patient. Practitioner very experienced with equipment.